Event description:
Healthcare professional reported patient was injected with multiple syringes of an unspecified juvéderm® into the jawline, chin, and cheeks. Approximately two months later, patient presented with tenderness, fullness, redness, sensitivity to touch and deformed face. They were treated with hylenex but puss started coming out. Treatment was stopped. Patient then was prescribed doxycycline 100mg twice a day. Symptoms noted to be getting better but patient still experienced sensitivity and hard to the touch in the chin, cheeks and jawline areas.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.